Event description:
It was reported that a spectrum pump experienced an air detection fault. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of air detector fault through the identification of air in line alarms within the event history log, but could not reproduce it during evaluation. Evaluation experienced reload set alarms and determined the cause to be a failed upstream sensor, which is a known contributor to nuisance air in line alarms. The upstream sensor was replaced.